Manufacturer narrative:
The hydromark biopsy site identifier is a sterile, single use device intended for use after an open surgical or percutaneous breast biopsy procedure to mark the biopsy site. The instruction for use and deployment guide, provided with the device, must be followed to avoid the applicator from shearing. In accordance with iso 13485:2016 and iso 10993-1 requirements, the mammomark¿ biopsy site identifier devices have been tested for biocompatibility for their intended use and patient contact duration per iso 10993-1. The collagen marker and titanium clip are the only mammomark components classified as having "permanent patient contact." Components of the applicator are classified as "limited patient contact" and qualified for the intended use during the procedure. Applicator materials are considered medical-grade but have not been evaluated for permanent implantation. As with any implanted device, the implant site should be monitored for any signs of irritation or reaction following the surgical procedure. It was reported by the sales representative that during the device placement the device broke off and was left in the same are as the marker. This was surgically removed during the mass removal. To date there has been no information of permanent impairment of a body function or permanent damage to a body structure, or a condition that necessitates an unexpected medical or surgical intervention to prevent such a disease, disorder or abnormal physical state or permanent impairment or damage.

Event description:
It was reported by the sales rep that during the device placement, device broke off and was left in same area as marker, this needed to be removed surgically during mass removal. Sample area with breast marker was successful.